Event description:
Ous MDR - after an implantation duration of approximately 63 months, ventricular oversensing was reported. The pace/sense connector of the lead was capped and a new bradycardia lead was implanted instead for pacing and sensing. The shock channel of the lead was reconnected.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise artefacts on the rv as well as on the ff channel which led to vf detection as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. However, based on the provided data, the integrity of the lead cannot be assured. Should additional information or the device itself become available for analysis, the investigation will be updated.